Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient had presented remotely via merlin.net. A review of the transmission showed that the right atrial lead had exhibited high pacing impedance. Programming changes were made, and there were no patient consequences.